Manufacturer narrative:
The customer¿s complaint of an unspecified accuracy issue was not confirmed during a review of the logs or during testing. However, the pump module was identified with a damaged op1 encoder on the ail assembly resulting in a motor stall failure. Results from a review of the pump module event log identified the last known infusion programmed at 3:41:59 pm on (B)(6) 2020. The device alarmed for channel malfunction (error code 242.4030.0 motor stall failure) at 3:42:48 pm. The next power on attached entry for the pump module was observed on (B)(6) 2020 at 11:20:57 am. Results from a functional test identified a faulty ail assembly with a broken op1 encoder causing a motor stall failure. A replacement ail assembly on the returned device corrected the issue. A test infusion completed successfully without further errors codes were observed. A timed rate accuracy test performed on the returned pump module s/n (B)(4) found the device in good working condition and delivering fluid within specification after replacing the damaged ail assembly (op1) with a good known ail assembly. The root cause of the customer¿s complaint of an unspecified accuracy issue was not determined. The root cause of the channel malfunction (error code 242.4030.0 motor stall failure) was identified as a result of a damaged op1 on the ail assembly. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 10apr2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service.review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device had an unspecified accuracy issue. Although requested, additional information was not provided.